Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. A 31 events were reported for this quarter. Five devices are available for evaluation but have not yet been received. One device was not available to stryker for evaluation. A 25 devices were received. One device evaluation is in progress. A 24 events were confirmed during testing. A 21 devices were found to be affected by corrosion. One device was found to be affected by a shattered bearing. One device was found to be affected by debris. One device was found to be affected by a worn component. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction events in which the device was overheating. A 28 events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 6 previously reported events are included in this follow-up record.   Product return status 6 devices were not available to stryker for evaluation.    Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused. H3 other text : device not returned.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device was overheating. 28 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.